Manufacturer narrative:
Per the clinic, the patient underwent revision surgery in (B)(6) 2020, in order to correct the magnet position. During the procedure, a new magnet was placed back into the implant magnet pocket. This report is submitted march 11, 2020.

Manufacturer narrative:
This report is submitted on 28 january 2020.

Event description:
Per the clinic the patient experienced dislodged magnet during an MRI (tesla unknown); however, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains.